Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control board and power supply was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the unit never lost the ability to mechanically ventilate. The unit ran on battery power and alarmed to indicate this to the user. If machine has a power supply failure, unit is designed to switch to backup battery and notify the user. If battery is depleted, ventilation of the patient can continue in manual mode. Unit alarmed, notifying user of reported condition. The initial MDR was not reportable. Date of device manufacture has been provided.